Event description:
Pt ID: (B)(6); on (B)(6) 2012, he received hip arthroplasty. The components were m/l taper size 15 stem with a standard offset, +0, anteverted neck, 36mm+0 cocr head, 52mm trilogy socket and longevity polyethylene liner. This left hip is asymptomatic. He previously also had a right tha with an osteonics stem and a 28mm cocr head, which was revised on (B)(6) 2015 due to pain and cavitary lysis supra-acetabular area and about proximal femur with notable eccentric poly wear. The cocr head was replaced with a ceramic one. On (B)(6) 2017, his urine cobalt level was 17.0 mcg/l, and serum plasma level was 7.0 mcg/l. On (B)(6) 2019, his urine cobalt was 68 mcg/l and his blood cobalt was 9.8 mcg/l. He has been experiencing progressive dilated cardiomyopathy with a question of a proximal thoracic dissection with leaky aortic and mitral valves. Some of these changes might, in part, be secondary to cobalt. In addition to his progressive cardiomyopathy, he believes that this balance has been getting worse in the last several years, but he is unable to pinpoint exactly when it began. He has disordered sleep, which has been getting worse. He has severe and constant numbness and tingling and coldness in the hands and the feet. His hearing has been declining. FDA safety report ID# (B)(4).